Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture located at the left bronchus. The stricture was approximately 1cm in length. The patient was noted to have normal anatomy and the stricture was not dilated prior to stent placement. During the procedure, after approximately half of the stent was released, resistance was encountered. The deployment suture was pulled but the stent failed to fully deploy. The partially deployed stent was removed from the patient. No resistance was met when removing the device and no visible damage was noticed. Another ultraflex stent of a different size was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 30mm. In addition, the shaft was kinked at approximately 100mm proximal to the distal tip. During a function analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause is undeterminable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture located at the left bronchus. The stricture was approximately 1cm in length. The patient was noted to have normal anatomy and the stricture was not dilated prior to stent placement. During the procedure, after approximately half of the stent was released, resistance was encountered. The deployment suture was pulled but the stent failed to fully deploy. The partially deployed stent was removed from the patient. No resistance was met when removing the device and no visible damage was noticed. Another ultraflex stent of a different size was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.